Event description:
It was reported that the healthcare professional (hcp) was unable to aspirate from the catheter access port (cap). A plain CT scan demonstrated a possible kink at l3/4 at the level which the catheter entered the spinal canal. The patient was placed on oral baclofen and gabapentin for spasms and was going to undergo a revision in (B)(6). His legs were not as well controlled with oral medication as with the pump therapy. The patient did not have any withdrawal symptoms other than increased spasticity. The patient had kidney stones which were initially thought to have contributed to the increased spasticity, but after the patient had passed the stones, increased spasticity persisted. The patient fell hard onto his buttocks and a few days later complained of increased spasms, bladder infection, and passing a renal stone. Previous refill volumes were within normal limits but did seem a little higher than historical refill volumes. In (B)(6) the expected residual volume (erv) was 6ml but the actual residual volume (arv) was 2.8 ml; in (B)(6) erv was 4ml and arv was 3.3; and prior to that erv was 11ml and arv was 9.8 ml. The patient also thought his pump was vibrating. This happened once while visiting (B)(6). The physician thought she might have felt something as well, but thought it could have been a muscle spasm or 'something'. The patient also thought he heard his pump alarm as well; however, the patient was hard of hearing and when the alarm was demonstrated, the patient could not hear it, but others could. There were no issues in the logs that the caller could find. The device system was used to deliver baclofen. The patient was stable and awaiting surgery to explore the catheter.

Event description:
After additional review, it was noted that the patient heard a ¿noise¿ coming from the pump, it was discussed but never confirmed that the patient heard a ticking sound.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8703w, implanted: 2007-(B)(6), product type catheter. (B)(4)

Manufacturer narrative:
(B)(4).